Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac and femoral veins using an indigo system separator 8 (sep8) and an indigo system aspiration catheter 8 (cat8). During the procedure, the tip of the sep8 bulb broke off and lodged in the clot while using the sep8 with the cat8. Therefore, the sep8 was removed and no longer used. Next, the physician made separate attempts to remove the sep8 tip using a snare device and a balloon device. However, attempts to retrieve the sep8 tip were unsuccessful and the physician decided to leave it inside the patient. The procedure was completed using the same cat8. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the sep8 was fractured approximately 149.5 cm from its proximal end. Conclusions: evaluation of the returned sep8 confirmed that the atraumatic tip was fractured distal to the bulb. If the sep8 is repeatedly manipulated through tough clot burden the tip can become weakened. Subsequent manipulation within clot burden may cause the tip to fracture. Penumbra separators are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.